Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "description: the alyte® y-mesh graft utilizes a variable knit lightweight/ultra-lightweight non-absorbable monofilament polypropylene mesh. The y-mesh configuration is designed such that the surgeon will be able to alter/trim the graft to different sizes as required to fit each patient¿s anatomical requirements without unraveling. Indications for use: the alyte® y-mesh graft is indicated for use as a bridging material for sacrocolposuspension / sacrocolpopexy (laparotomy or laparoscopic approach) where surgical treatment for vaginal vault prolapse is warranted. Contraindications: the use of the alyte® y-mesh graft is contraindicated for patients who are pregnant or may become pregnant, or those with a systemic infection or infection in the operative field. Warnings: the effectiveness of this product has not been validated by a prospective randomized clinical trial. The implant procedure carries an inherent risk of infection and bleeding, as do similar urological procedures. After use, the product and its packaging should be treated as a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. Precautions: based on physician experience and training, a thorough assessment of each patient should be made to determine their suitability for a synthetic mesh procedure. Additional consideration should be given to the use of alyte® y-mesh graft in patients with a compromised immune system, any condition that would compromise healing, or any patient with a history of prior abdominal or pelvic surgeries. Consideration should also be given to the ability of the patient to tolerate the surgical procedure. Accepted surgical practice and precautions must be followed for the management of infected or contaminated wounds. Postoperative bleeding may occur in some patients and must be controlled prior to patient release. Sutures should not be placed in the mesh edge. Sutures should be placed a minimum of 1cm from any mesh edge. Inadequate suturing of the graft material to the pelvic tissues may lead to failure of the repair, additional complications and recurrence of prolapse. Check the integrity of the packaging before use. Do not use the mesh if the packaging is opened or damaged. As for any implantable material, it is recommended to open the package at the time of implantation. The alyte® y-mesh graft is intended as a single-use device. Do not re-sterilize any portion of the alyte® y-mesh graft. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Post-operatively the patient should be advised to refrain from heavy lifting, exercise (e.g. Cycling, jogging) and/or intercourse until the physician determines it is suitable for the patient to return to normal activities. Adverse events: complications associated with the proper implantation of the alyte® y-mesh graft may include, but are not limited to those typically associated with surgically implantable materials including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge). Procedure: use of y shaped configuration for sacrocolposuspension / sacrocolpopexy procedures note: standard operative technique for a sacrocolposuspension / sacrocolpopexy procedure should be followed when using the alyte® y-mesh graft. Using your preferred procedural methodology (laparotomy or laparoscopic approach), prepare the patient anatomy for attachment of the alyte® y-mesh graft to the anterior and posterior vaginal walls, and the anterior longitudinal ligament overlying the sacral promontory. Determine the length of anterior wall that is to be covered by a vaginal flap of the alyte® y-mesh graft. Trim one vaginal flap to this length and designate this as the ¿anterior¿ flap. Determine the length of the posterior wall that is to be covered by the other vaginal flap of the alyte® y-mesh graft. Trim the remaining vaginal flap to this length and designate this as the ¿posterior¿ flap. If necessary, the width of the vaginal flaps can be further tailored to patient anatomy with the aid of the blue lateral markings. These markings are visual guides that may be used when trimming to facilitate mesh symmetry. Introduce the graft into the pelvic cavity, ensuring that the ¿anterior¿ and ¿posterior¿ flaps are oriented to the corresponding anatomy. Position the graft such that the apex of the vaginal flaps is aligned with the apex of the vagina. The blue midline marker may be used as a visual aid in lengthwise orientation of the mesh to the vagina. Note: the order of attachment ie. Anterior before posterior/posterior before anterior, is at the discretion of the implanting physician. Using a recommended minimum of 4 permanent sutures, attach the ¿anterior¿ flap of the alyte® y-mesh graft to the anterior wall of the vagina. Ensure that sutures are placed a minimum of 1cm from any mesh edge. Using a recommended minimum of 4 permanent sutures, attach the ¿posterior¿ flap of the alyte® y-mesh graft to the posterior wall of the vagina. Ensure that sutures are placed a minimum of 1cm from any mesh edge. . Ensuring appropriate tension, attach the sacral section of the alyte® y-mesh graft to the anterior longitudinal ligament at the level of the sacral promontory using 2 permanent fixation points. Trim any excess sacral mesh proximal to the sacral attachment points. Reperitonealization of the graft is recommended. Sterilization technique: alyte® y-mesh graft is a single-use device. The implant is sterilized by ethylene oxide. Do not resterilize." (B)(4). The device was not returned.

Event description:
It was reported that the patient experienced four surgeries following the original surgery in 2013 to insert the alyte y-mesh for vaginal wall prolapse. The patient allegedly experienced pain and bleeding after surgery which continued for thirty one months. In 2015 a stitch was removed that was alleged to be causing the pain and bleeding. The patient's doctor commented that there was not any scarring. Later in 2015 the patient was seen by a gynecologist several times. The gynecologist scraped away scar tissue granules and burned away scarring from an earlier surgery. In 2015 the patient had several office visits with the original surgeon for interstitial cystitis. In 2015 the patient was referred to a different doctor who did surgery to try and stop the bleeding. This doctor tried to trim out the ends of the mesh and placed three layers of stitches in the patient. At post-op from this surgery, bleeding was still found. At this time the patient allegedly developed pain upon standing for long periods of time. In 2016 the patient was referred to a different doctor who removed the mesh and repaired the pelvic floor. The eroded mesh was cut out and the bladder was repaired. The patient spent two days in the hospital and had a catheter for twelve days at home. The patient stated that at this point she was still in pain. On a post op visit from the surgery, the doctor found a significant amount of pus and infection in the vaginal area. The doctor used about thirty long q-tips to swab out the infection from the vagina. The patient was admitted to the hospital again for seven days. The patient experienced diarrhea fifteen times throughout the night. The doctor confirmed that the infection was allegedly from the mesh. An IV could not be started (for an unknown reason) and the patient continued to experience pain. CT scans were conducted to locate and determine the size of three abscesses. The patient experienced fevers and low blood pressure. The patient was taken to surgery for an open incision to drain out the pus and infection. There was 1-1/2 cups of infection removed. The four inch wound remained open allowing it to heal from the inside out. The wound was packed twice a day for several weeks. The patient's bladder control was greatly affected. The patient had many antibiotics and a PICC line inserted for home antibiotics.